Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. The measurements were confirmed greater than 125 ohms in all vectors. Boston scientific technical services (ts) suggested the health care professional (hcp) perform a non-invasive programmed stimulation (nips) though one was not performed. Shortly thereafter the rv lead was explanted for fracture due to the high impedances and suspected fracture and was replaced with a new lead. No additional adverse patient effects were reported. This product is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.